Manufacturer narrative:
(B)(4). The problem was confirmed based on the customer reported information. The root cause was supply bag fell and disconnected. A label review found the labeling adequate for the prevention of the use error in this complaint. This issue is being investigated through CAPA. Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed.

Event description:
The customer contacted baxter's service center regarding a system error (se) 2240, which occurred on the homechoice (hc) during dwell 3 of 5. The hp stated a bag fell and became disconnected. The technical service representative (tsr) explained alarm and had the home patient (hp) close clamps then cycled the power to clear both se 2240 and 2367. The tsr advised to discard supplies and start over with new or finish with manuals supplies. The patient was connected either at the time of the alarm or observed air. The patient line was properly primed before connecting. Patient extension lines were not used. The patient did not disconnect any time prior to the alarm or observed air. All bags were not properly connected. The supplies were not damaged by an outlet port clamp or an assist device used to make the connections. Proper procedures per the user manual were reviewed with the reporter. The hp would complete therapy with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.